Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted to be implanted. Once placed in the atrium this lead had good measurements but subsequently dislodged. The physician was unable to insert a stylet to re-implant this lead. Therefore, this lead was replaced successfully. This lead is intended to be returned to boston scientific for laboratory analysis. No adverse patient effects reported.